Event description:
It was reported that there was a loss of therapeutic effect. There was no known accident or incident related to the complaint. The symptoms reported had a sudden onset. There was no change in the amount being released when she has an accident. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0t9qc, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).